Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the patient reported persistent highs after mistakenly receiving insets instead of their usual steel cd sets. The patient struggled with insertion technique, leading to likely kinking and insulin leakage. Blood glucose (bg) remained ¿high¿ overnight at 400 mg/dl at the time of call; patient gave a 10-unit injection. Agent walked patient through correct inset use and performed a supply change, then paused ilet for a couple of hours. The patient's bg was out of range for 90+ minutes, and the issue was corrected with full supply change. The patient experienced frustration, felt hungry and dryness. No medical intervention required. On follow-up, bg had decreased to 245 mg/dl and patient was comfortable with no further concerns.